Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of insulin pump was sticky and had press harder to get a response. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump received unexplained no delivery alarms they had to switch entire site out to clear also reservoir got stuck in reservoir compartment shifted and tilted. Customer also mentioned that gear was grinding when priming sound worn out and battery compartment threads was worn very hard to get top off the compartment. Customer also stated that battery life was diminished and gone through fresh new one. The device will not returned for analysis.